Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, a patient has bone loss and gingival recession on the lower anterior. Doctor advised patient to stop treatment.